Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective stimulation due to high impedances. Surgical intervention took place on (B)(6) 2024; however, the procedure was not completed due to patient anatomy. As such, additional surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op.